Manufacturer narrative:
A device history record review shows that the product was built to specifications. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported fluidic management system vacuum issue during the "chop" portion of a cataract surgery. The procedure was completed with the same product and without harm to the patient. A product sample was requested, however, it was informed that a product sample is not available for evaluation.